Manufacturer narrative:
Visual inspection observed dry broken lubrication on the nose bearings.

Event description:
The straight long saber attachment overheated during testing performed by field service tech during a routine service maintenance visit. There was no pt involvement, and no adverse consequences were reported.